Event description:
New information was received. Event occurred before laser fired during docking. Hence, not qualified for the reportable event.

Manufacturer narrative:
Based on information received event occurred before laser fired, during docking. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss, during laser treatment in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).